Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via the company representative (rep) that the stimulation stopped due to high impedances. High impedances were shown for both leads (#0-15 electrode all). An external factor that may have contributed to the event was the patient moved the body a lot at the gym, the issue occurred repeatedly. Troubleshooting was performed: impedances measured 0.7v-1.5v but high impedances remained. No x-ray images were able. Telemetry data was not available as this is not saved by the hospital. The implanting physician was considering whether or not to perform surgical treatments. The issue was not resolved at the time of this report. No symptoms were reported. The physician¿s observation regarding severity was not severe. The rep reported thirteen days later that the device was still used and the physician was still considering whether or not to perform surgical treatments. The indication for use included intractable chronic pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep reporting that the whole system was replaced. During the replacement procedure, 10,000 ohms was observed in both the leads by itself. As one of the leads was interfered during extraction from the body, it was cut. Additionally, overdischarge occurred for the patient. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep additionally reported that the explant date was unknown.

Manufacturer narrative:
The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(\4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for the lead va01rus016 revealed the lead body conductor was broken at anchor site unknown, all conductors were broken 10.7 cm from the distal end. Body conductors were also broken within 10 cm of connector area. No electrical shorts were identified between the circuits. The outer insulation of the lead was broken/torn under the #0 connector. Device analysis for the lead va01rus017 revealed the lead body conductor was broken at anchor site unknown, all conductors were broken 9.6 cm from the distal end. No electrical shorts were identified between the circuits. Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with telemetry and good output on every electrode pair with an over discharge count of 1. The ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2017 and the battery was charged to 3.900 volts. On (B)(6) 2017 the battery had depleted to the "lock" mode (<(> <<)>3.575 volts). If information is provided in the future, a supplemental report will be issued.